Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative confirmed that the patient entered an incorrect transmitter ID. Dexcom representative advised the patient to enter the correct ID and the devices paired successfully. No additional patient or event information is available.